Manufacturer narrative:
H4: the lot was manufactured from may 16, 2019 - may 17, 2019. H10: sixty-six (66) actual samples were received for evaluation. During visual inspection loose white foreign matter was observed in three devices. A particulate matter (pm) analysis was performed. The particles were determined to be an acrylonitrile butadiene styrene copolymer. Acrylonitrile butadiene styrene is used to manufacture the fill port and fill port cap. The reported condition was verified. The cause of the condition could not be determined. The remaining sixty-three devices underwent visual inspection; which, did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that white foreign material was observed in sixty-six (66) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.